Event description:
Customer reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Attempts to advance the guide wire into the vein with multiple stenotic areas was met with resistance. Upon retracting the guide wire, the tip fractured immediately below the skin surface requiring a cut-down procedure to remove the retained device fragment.====================== health professional's impression======================